Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose level was unknown mg/dl. The customer does not remember any significant events leading the alarm. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device will be replaced and return and agreed to return product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on display window.